Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to inflate.

Event description:
It was reported that the foley catheter was difficult to inflate.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. The product caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling assessment was not completed as they are addressed by existing CAPA. Corrections: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.